Manufacturer narrative:
The product has not returned for analysis; however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with vizigo sheath and observed the tip of the sheath wrinkled after removing it from the patient. During the procedure, the device was recognized by the carto but the sheath was not visualized sometimes on the carto system. After removing the device from the patient, the tip of the sheath was found wrinkled. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on (B)(6) 2025. The device is not available to be returned due to the infectious (contagious) disease the patient had before the procedure. Additional information was received on (B)(6) 2025. There was deformation and breakage / separation issues. The electrode has deformation without crack. The visualization issue was assessed as non MDR reportable. The device was not visualized by the carto system. The user will have to replace the catheter in order to complete the procedure. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The electrode issue was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The issue of the tip of the sheath wrinkled after removing it from the patient was assessed as MDR reportable.

Manufacturer narrative:
During an internal review on 17-dec-2025, noted a correction to the 3500a initial in h11. Additional manufacturer narrative as reported, "the product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted." However, should have been the following: the picture evaluation was completed on 17-dec-2025. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the tip of the vizigo sheath was observed bumped, also a deformation on an electrode was observed with no sharp rough edges. The damages observed on the device, could be related to the removal of the device from the patient; however, this cannot be conclusively determined. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿electrode has deformation without crack¿ issue. In addition, biosense webster inc. Analysis finding of ¿a deformation on an electrode was observed with no sharp rough edges¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿tip of the sheath wrinkled after removing it from the patient¿ issue. In addition, biosense webster inc. Analysis finding of the ¿the tip of the vizigo sheath was observed bumped¿. -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) / tip (g04129) were selected as related to the photo provided. In addition, the customer¿s reported ¿electrode has deformation without crack¿ and ¿the sheath was not visualized sometimes on the carto system¿ issues. Corrections to the following fields and therefore processed accordingly: -h6. Component code. -h6. Type of investigation. -h6. Investigation findings. -h6. Investigation conclusions. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).